Manufacturer narrative:
Novocure's medical opinion is that the contribution of device use to the headache cannot be ruled out. Headache is an expected event with optune gio device use (ef-11 16% and 28% ef-14 optune arm). Headache is also an expected symptom of disease in gbm.

Event description:
A 44-year-old male with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. During the review of the patient's medical record received by novocure on (B)(6) 2025, it was noted during a follow up appointment on (B)(6) 2025, the patient experienced chronic daily headaches, worsened by optune gio device use. Documentation indicated that the patient had been prescribed hydromorphone 15 mg to be taken as needed for intractable headache pain at night, as well as oxycodone 10 mg every four hours as needed. The patient remained on optune gio therapy. The prescribing physician reported on (B)(6) 2025, that the patient had headaches which were a continuation of a chronic problem that predated his glioblastoma diagnosis. Treatment consisted of unspecified pain medication.